Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.

Event description:
The initial reporter received a questionable result from coaguchek xs pro meter serial number (B)(4). At 10:00 am, the meter result was 8.0 inr. The warfarin dose was held based on the meter result. At 10:30 am, the laboratory result was 5.8 inr which was believed to be accurate. The laboratory used "star max lab instrument and star desorb u reagent". There was no allegation of an adverse event. The therapeutic range is 2-3 inr.

Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.9 - 4.5 inr): qc 1: 3.5 inr, qc 2: 3.6 inr, qc 3: 3.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Relevant retention test strips (lot 368890) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.